Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath head was detached from the shaft. The medical team identified that it was the "orange part", the brim cap, that was detached from the hub. No hemostatic valve damage was noted. The device had been used on the patient. No air entered the patient's body. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, brim cap was observed detached from the hemostatic valve. A device history record evaluation was performed for the finished device number lot 60000527 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath head was detached from the shaft. The medical team identified that it was the "orange part", the brim cap, that was detached from the hub. No hemostatic valve damage was noted. The device had been used on the patient. No air entered the patient's body. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device was performed. Visual analysis revealed that the device was in normal conditions: the hemostatic valve, friction ring and brim cap were placed in its original place. An irrigation test was performed to verify any leakage from the brim cap and no issues were detected. A device history record evaluation was performed for the finished device lot number: 60000527 and no internal action was found during the review. The brim cap issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).